Manufacturer narrative:
.

Event description:
A report was received that the patient's lead was showing high impedance. Database analysis revealed high impedances on two contacts. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4) the returned paddle lead was cut into pieces. Seven electrodes were missing, and several remaining electrodes were dislodged from the paddle. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. The cause of the dislodged electrode is unknown. Hence, the source of the complaint could not be determined.

Event description:
A report was received that the patient's lead was showing high impedance. Database analysis revealed high impedances on two contacts. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.